Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluation is unable to be performed. Although requested, product identifiers were unable to be obtained for this device; therefore, a lot history review and a device history record (DHR) review are unable to be performed. Conclusion: the actual sample was not received for evaluation. The manufacturing review was unable to be performed because product identifiers were unavailable. The occurrence of a reocclusion is an inherent risk of any pta procedure. Although requested, the patient's weight was unavailable. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the popliteal artery. Approximately 8 months after the initial procedure involving lutonix dcb treatment, the patient¿s popliteal vessel was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The hcp's assessment of the event regarding relatedness is unknown. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.